Event description:
It was reported that during a laparoscopic hepatectomy, while a Pringle maneuver was being performed and active bleeding was present, the UI600 insufflator stopped insufflation and displayed an error indicating that the single-use insufflation tubing needed to be replaced. According to the user, the KARL STORZ device required replacement of the insufflation tubing and a system restart before insufflation could res ume. As a result, pneumoperitoneum was lost, leading to loss of visualization of the surgical field during a critical stage of the procedure. The user estimated that the interruption lasted approximately 3-4 minutes before normal operation was restored. Patient impact: No patient injury or deterioration was reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal KARL STORZ complaint ID: (b)(4).